Manufacturer narrative:
The user facility is foreign; therefore, a facility medwatch report will not be available. Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event; see also 0001032347-2016-00063.

Event description:
The sales associate reported the post broke directly on outer plate during surgery. The doctor commented it broke without big force. The broken parts remain implanted. As this is a resorbable product no permanent damage is anticipated.